Event description:
Customer reported to horiba medical (horiba) that they were having problems with potassium results generated by the abx pentra 400 clinical chemistry analyzer (pentra 400). Customer reported the pentra 400 ion selective electrode (ise) module gave timeout error codes on ise syringe 1 and ise low solution inlet excess. Customer indicated calibration was passing but the calibration slopes were lower than usual. A horiba field service rep (fsr) was dispatched to the customer site to evaluate the instrument. The fsr determined that the ise electrode had expired. Customer indicated they will order and install a new electrode. There was no report of any adverse event or injury requiring medical intervention or pt treatment.